Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer alleges infusion site is leaking. No adverse event reported. Contact was made through social media, the customer lives in poland. No product will be returned.